Manufacturer narrative:
(B)(4)

Event description:
It was reported that while unpacking this flexima biliary catheter a kink was noted. The device was not used and the procedure was completed with another flexima catheter. No patient complications were reported and the patient's status is fine. However, additional information shows that the device was contaminated with traces of white material stuck to the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the original pouch or packaging card and with a non-bsc catheter. There wasn't any residue present on the biliary catheter or its components indicating the device was not used. An examination of the device found that the pigtail of the catheter was severely kinked/flattened. White material was stuck to the coated section of the catheter including the distal end/pigtail, which is in contact with the packaging card. There were no issues with the metal or flex cannula. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that while unpacking this flexima biliary catheter a kink was noted. The device was not used and the procedure was completed with another flexima catheter. No patient complications were reported and the patient's status is fine. However, additional information shows that the device was contaminated with traces of white material stuck to the catheter.